Event description:
It was reported that lead dislodgment occurred post implant. The lead was repositioned with good electrical measurements. The patient is fine after the event.

Manufacturer narrative:
(B)(4).